Manufacturer narrative:
The device was returned for investigation. The smiths label was intact. The event log did not show evidence of the reported problem. A functional test was performed, and the reported failure was not replicated. Upon further investigation, running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the event cannot be established. Fluid ingression was identified on pump by the chassis base of the expulsor which causes the issue. The expulsor assembly will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy at +11.85%. No patient was involved.